Event description:
Rn was measuring patient abdominal wound upwards toward 12 o'clock using plastic foam tipped measuring device. When removed applicator, realized that foam tip was no longer on stick. Used flashlight to look upward to see if could retrieve any foam that may have been left in wound but unable to see any. Patient was admitted for surgical removal of sponge.